Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had fell and hit their head a couple of weeks ago. Patient stated they were discussing it with their healthcare provider (hcp) but had not had the CT scan done as advised. Patient made an adjustment to their therapy 2 days ago (B)(6) 2024at the doctor's office because they stopped feeling the stimulation sensation. Patient called today to make another adjustment. Patient confirmed getting some therapeutic improvement but not as much as desired. Patient services redirected patient to hcp.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.